Event description:
Patient underwent bilateral mastectomy and left mediport removal. Patient returned to the operating room for re-excision of right breast 14 days later. An intra-operative x-ray was done. X-ray showed mediport metallic cuff retained from previous surgery. Patient and family member were notified, consent was obtained, and retained port piece was removed. Patient and surgeon confirmed that retained piece could be palpated. During inspection and comparison of vortex angiodynamics ports, the mediport with the metal piece falls off the catheter more easily versus the rubberized, blue tip which does not come off as easy. The mediport with the metal cuffs also come unattached to the catheter in the port kit and has to be attached manually.